Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the tip of the monopolar curved scissors (msc) instrument was not opening. Once opened it was difficult to close back. Also, the white plastic housing which attaches to the robot arm is not closed properly. The procedure was completed with no patient harm.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.